Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer planned to switch to multiple daily injections as a backup therapy while tandem technical support arranged for a replacement pump. The customer was instructed on how to put the malfunctioning pump into storage mode before returning it, and a prepaid label was provided for the return within ten days.